Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that top of the reservoir compartment was damaged. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.